Event description:
It was reported that during an atrial fibrillation procedure a crbs polarx fit st was selected for use. When the physician attempted to align the balloon with the left superior pulmonary vein for a good trajectory, the balloon seemed to buckle and immediately the error message "sn (B)(6): the console detected blood in the catheter" was displayed. The balloon was removed and replaced. The procedure was completed successfully. No patient complications were reported, and it is currently not known if blood was visible in the balloon. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Polarx fit balloon cath st was evaluated by boston scientific. Visual inspection noted that there was visible blood was seen inside the balloon and no external damage was noted. The device was not assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field, as there was visible blood inside the balloon region. The polarx device was dissected and the outer balloon line located inside of the handle was pressurized while submerged in a water bath to locate a potential leak. A leak path was found in the outer balloon line in the outer balloon itself. The reported allegation of a blood detection error was confirmed.

Event description:
It was reported that during an atrial fibrillation procedure a crbs polarx fit st was selected for use. When the physician attempted to align the balloon with the left superior pulmonary vein for a good trajectory, the balloon seemed to buckle and immediately the error message "sn (B)(6): the console detected blood in the catheter" was displayed. The balloon was removed and replaced. The procedure was completed successfully. No patient complications were reported, and it is currently not known if blood was visible in the balloon. The device has been received at boston scientific post market laboratory.